Event description:
The pt was receiving isophane insulin (humulin I), 60-80 units three times a day with each meal, via a humapen ergo teal/opaque pen body with a clear cartridge holder attached for the treatment of diabetes. The pt was also receiving human insulin (humulin-unknown formulation) 120 ml at night, which the reporter stated 'keeps the pt going'. While MFR's preliminary comments: two broken engagement tabs were identified. The product is out of specification for dose accuracy. Two tab breakage have been shown to result in an underdose of product. A report will be submitted when the final evaluation is completed.